Manufacturer narrative:
One device was returned for analysis. Visual inspection found a ripped (dso) downstream occlusion seal and a hole in upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a a ripped (dso) downstream occlusion seal. As a result, the downstream/upstream occlusion seal was replaced and updated software the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubbled and delaminated downstream occlusion seal. The event occurred during testing.